Event description:
The pt was implanted with an ams monarc sling to treat stress incontinence and pelvic organ prolapse. "After experiencing severe pain, on (B)(6) 2010," the pt, "underwent a procedure to excise and/or remove the medical device."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.